Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultra meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The patient did not take action diabetes management based on the reported issue. The patient reportedly felt weakness at the time of the battery indicator issue. There was no report of any required medical intervention to suggest a serious injury. The subject meter did not need to be recharged. There was no product misuse. The issue was not resolved with training. This complaint is being reported due to the power issue. There is no evidence that the patient suffered a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 4/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.